Event description:
This patient had two smart stents placed in the right superficial femoral artery (sfa). No procedural details are provided. Per protocol a duplex study was performed before patient was discharged from the hospital. The results confirmed occlusion of the sfa distally to the target lesion. The stented segment was patent and there was no occlusion seen within 5mm from the implanted stents. Patient was treated with antegrade catheterization to the right common femoral and catheter placement for thrombolysis using tpa infusion was performed with further stent placement in distal sfa. The lysis was discontinued. Per the physician, this event was unlikely related to device and highly probable related to procedure. Two weeks later the patient experienced chest pain and myocardial infarcton was ruled out. Nicorandil medication was prescribed. Per the physician, this event is unrelated to both the device and the procedure. The patient experienced another adverse event about three months after the index procedure. Patient was admitted for persistent pain and ulceration of the right leg. An angiogram was performed where it revealed full-length occlusion of the right sfa. Two weeks after a right femoro-popliteal bypass graft was performed. This event was considered by physician to be highly probable related to device and possible related to procedure.